Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has requested removal of the scs system amid allegations of a lead fracture. The lead is located in the pt's neck (off-label), and he alleges the issue is crippling him. F/u with the physician found the pt's leads have migrated and impedance issues were noted with one of the devices; however, a fracture has not been confirmed to date. Surgical intervention will be undertaken at a later date.